Manufacturer narrative:
(B)(4). The device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a mildly tortuous and heavily calcified distal left anterior descending artery. The 2.75 x 23 mm xience prime was advanced to the lesion with some resistance; however, before deployment the proximal shaft broke near the hub. The device was removed with some resistance and another xience prime was successfully used to complete the procedure. The shaft separation occurred outside the patient so the separated portion was easily removed. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.